Event description:
It was observed during the device inspection that the bronchovideoscope had a noise image. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, the noisy image rattling inside connector due to screw on printed circuit board (pcb). The most probable cause is a random component failure without any design or manufacturing issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.